Event description:
On (B)(6) 2012, rotaflow console with serial number (B)(4) at (B)(6) hospital- (B)(6) was in-use and displayed art stop error message on the screen. The customer tried to correct the problem but was unsuccessful. The customer removed the unit from use. Reference: complaint (B)(4).

Manufacturer narrative:
(B)(4). Per the nonconformity report associated with this complaint, testing was performed and the maquet sales and service representative could duplicate the failure. The unit was removed to be repaired. Per the nonconformity report, no personal injury or death occurred. Service order (B)(4) was generated for this event. Per service order, the pump will not come out of art mode. There is a defective pin on the odu connector. A brass fitting was floating around in the unit, which shorted out the power supply board and interconnect board. The bottom cabling, power supply board, interconnect board, main switch were replaced. Reference: complaint (B)(4).